Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a battery issue. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation by baxter service personnel. This condition was attributed to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this event involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter (B)(4) because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.